Event description:
It was reported that while the ventilator was connected to a patient when two technical error codes were generated. One code indicated disabled valves and the other an internal memory error. There was no harm to the patient. (B)(4). Please refer MFR report # 8010042-2013-00146.